Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an alterra tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the pulmonic delivery system balloon ruptured during deployment and there was difficulty removing the device out of the valve/alterra prestent. This resulted in the sapien 3 valve and alterra prestent to move too proximally into the right ventricle. It was decided to evaluate the patient with the valve in place. The valve was working perfectly, however, the operator did not like that the valve and prestent moved. The decision was made to explant the valve and prestent, and implant a surgical valve the same day.

Manufacturer narrative:
Correction to h6 based on additional information. The imagery was provided to edwards lifesciences for evaluation; however, the images were not related to the complaint event. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv migrated was unable to be confirmed. The complaint description states, 'the pulmonic delivery system balloon ruptured during deployment and there was difficulty removing the device out of the valve/alterra prestent. This resulted in the sapien 3 valve and alterra prestent to move too proximally into the right ventricle'. In this case, it was likely to withdraw the ruptured balloon, and further excessive device manipulation leading to the thv migration as reported. As such, available information suggests that procedural factors (withdraw ruptured balloon, excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.